Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient presented with the following pre-operative diagnoses: severe lumbar spondylosis, l5-s1. Chronic right, l5-s1 foraminal disk herniation. Severe chronic low back and radiating right leg pain failing all nonoperative treatment. Symptoms severely affecting seizure-like activities of daily living and quality of life. Her radiographs and imaging results revealed l5-s1 disk herniation on the right side compressing the s1 nerve root. In addition, there appeared to be a partially sacralized segment of l5. There was obviously still some motion of the segment due to the disk herniation which did not occur, there was no motion. There was slight loss of disk height at l4-l5, but some facet arthropathy at l4-l5. The symptoms felt to be probably at l5-s1 level, although there was some noted at l4-l5 facet level. The patient underwent the following procedures: minimally invasive transforaminal lumbar interbody fusion with interbody device placement, l5-s1 (right-sided approach). Right l5-s1 diskectomy. Posterior spinal fusion with instrumentation, l5-s1, bilateral pedicle screws and rods, nonsegmental. Neurophysio logic monitoring. Arthrodesis augmented with osteobiologics. As per op notes, ¿¿ following this discectomy, the bone graft material was then placed into the contralateral portion of the disc space and pushed with a small pusher. The rhbmp-2 was pushed to the contralateral side of the disk space with the pusher. Following this, the levels then trialed for the appropriate size interbody device. This was gently tamped into position¿¿ patient tolerated the procedure well without any intraoperative complications. Patient underwent spinal fusion surgery in which rh-bmp2 was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.